Event description:
It was reported in addition to the ipg being inoperable following an unrelated procedure, both patient's s1 leads were also dislodged. As a result, patient underwent surgical intervention on (B)(6) 2025 wherein the system was explanted and replaced to address the issues. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient's ipg stopped communicating/ is inoperable was reported to abbott. The patient underwent an unrelated surgery and it¿s unknown if the patient's ipg was placed into surgery mode. It was also determined both patient's s1 leads were dislodged. As a result, patient underwent surgical intervention wherein the system was explanted and replaced to address the issues. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.